Event description:
Reporter stated that patient obtained blood glucose results of 30.0 mmol/l and 7.5 mmol/l, within 1 minute, on the compact plus system. Reporter indicated that, prior to testing blood glucose, patient applied salt to puncture site, noting that patient believed it would help decrease blood glucose. Patient was advised of proper hand preparation technique. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Although the suspect test drum was returned to the manufacturer, it was empty. As such, testing could not be performed. Investigation was performed using patient's compact plus meter and retention test strips.